Manufacturer narrative:
The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. Due to the state in which the device was received, functional testing could not be performed. The fracture site did not indicate a specific cause for the failure. Disassembly of the device did not reveal any further anomalies or defects.

Manufacturer narrative:
The device has not been returned for evaluation yet; we will submit a follow up report when the device is received.

Event description:
Per the reported information, while the doctor was performing a plantar fascia, the doctor pulled the handpiece (tx microtip) out and noticed the needle broke. The needle broke outside of the patient. Another microtip was used to complete the procedure. There was no injury or harm to the patient caused by the failure.